Event description:
It was reported the patient had to charge more than expected. It was stated they experienced shorter than normal recharge intervals on the day of report, almost to 10 hours. It was noted impedance measurements were within normal range. It was stated they noticed the shorter recharger interval about 2 weeks prior to report. It was stated the patient did not have any falls or trauma. It was noted the recharger interval was checked and there was not a big discrepancy. It was noted the patient had to recharge every 2-3 days. It was stated at the time of report they had to recharge almost every day. It was noted they had ¿9 hours before the implantable neurostimulator (ins) was low¿ and it was confirmed on the clinician programmer. It was noted the clinician programmer showed the patient charged 4.5 hours the night prior to report until it was fully charged. It was stated the patient had already charged for 2.2 hours on the day of report and the device was at 50%. It was noted the patient was scheduled for an x-ray. It was further reported a revision was scheduled.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3391s-40, lot # v525595, implanted: (B)(6) 2012, product type lead; product ID 3391s-40, lot # v525595, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the reporter discussed the issue with the patient on the day of the report. To date the patient had not called in to discuss the issue with his physician team. Later that day it was reported that the cause had not been definitively identified. There were no plans at the time of the report for troubleshooting. The reporter notified the patient's coordinator at the hospital about the issue.

Event description:
Additional information received reported that the reporter and patient were concerned that it was taking different amounts of time to recharge. The reporter stated that from a 25% full battery with 8 shaded bars, most of the time, it took three hours and seven minutes to recharge, where before it only took two hours.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the reporter was notified on 08-may-2014. An x-ray was performed after quick battery drain was seen several times. On (B)(6) 2014 the patient went to the operating room where the lead was interrogated and it was determined that there was a short on contacts 8 and 9. The patient was reprogrammed to contacts 9 and 10 and the outcome as far as efficacy was not known. Ten days later it was reported that the patient and reporter were wondering why he had to charge more frequently. The patient's implantable neurostimulator (ins) was not holding a charge. The reporter stated on (B)(6) 2014 the patient was having problems with the recharger and had to recharge every seven hours. The reporter and patient went directly to the hospital. The manufacturer representative called and spoke to an engineer who suggested that "perhaps the leads were touching each other causing a short." An x-ray was taken and the patient was kept overnight for observation. On (B)(6) 2014 surgery was performed and the patient was told it was due to two of the wires touching each other. The patient stated that "they covered up the bottom electrode and they cut off the power and they covered the bottom of the lead. He was on 0 and 1 4 and 5 and the two bottoms leads on the right side of his brain were arching off of each other and short and were consuming an enormous amount of power. They covered up on the right side and turned off the electricity. They covered it and moved to another electrode, but it was not as deep down, 5th and 6th electrode." The patient stated that they removed the stitches on the (B)(6) prior and he was taking antibiotics. A charge used to last three days, but the amount of time the battery stayed charged was getting less and less. The patient had to recharge more often and started to charge over three nights, then every two days, and finally every day. The patient noted that the left lead was fine and the right lead was the one that malfunctioned.